Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 17-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system remote manager attached to the refrigerator failed and was unable to be recovered. A field service engineer (fse) identified that the legacy remote manager was off the bus due to a loose cable. The fse powered down the station and reseated the cable. During testing, the latch failed and the fse crimped the spade connectors and applied carbon grease, but the issue persisted. The latch was then replaced and successfully tested in diagnostic mode, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manger attached to the refrigerator connected to the station was failing and could not be recovered. The customer attempted to recover the failed remote manager; however, an error message stating requires maintenance was displayed. The customer powered off the station, unplugged it, reconnected the power cords, and powered it back on, but they were still unable to recover the remote manager. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.